Manufacturer narrative:
(B)(4). Based on the provided information (pictures of samples checked by (B)(6) the reported issue of inconsistent volume of additive is confirmed. Wrong amount of additive would lead to an inappropriate blood to additive ration, which could lead to falsification results. Complaint to be reported and tubes will be recalled.

Event description:
Customer states inconsistent volumes of additive as well as some discoloration in tubes; as well as least one tube with a foreign body in it.